Manufacturer narrative:
Conclusions: the customer was contacted regarding the status of the actual sample and if representative samples from the same lot number were available for analysis. A root cause analysis was unable to be performed as the sample was not returned.

Event description:
Catheter placed in the left median antecubital vein in 2006. No problems were encountered during insertion. The next night at approximately 10:00pm, the catheter was difficult to flush. A PICC nurse removed the dressing and found that the catheter was disconnected from the luer. The catheter was retrieved with fingers as the broken part was outside of the body. No harm was caused to the patient due to the event.